Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/severe and persistent pain"), genital haemorrhage ("abnormal bleeding general"), diabetes mellitus inadequate control ("type 1 diabetic making hard to control due constant pain and inflammation") and bladder disorder ("bladder problems") in a (B)(6) female patient who had essure (batch no. 624098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, tennis elbow since 2014, barrett's oesophagus and carpal tunnel syndrome. Concomitant products included insulin degludec (tresiba), insulin glargine (lantus) since 1990, insulin lispro (humalog) since 1998, iron and nicotinic acid (niacin). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and fungal infection ("yeast infection"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and peripheral swelling ("swelling legs and feet"). In (B)(6) 2014, the patient experienced iron deficiency ("iron deficient"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2014, 7 years 2 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced gastric dilatation ("stomach distended from under ribs to lower abdomen"). In 2015, the patient experienced rash ("skin rashes"). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced diabetes mellitus inadequate control (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), breast mass ("breast lump"), breast cyst ("cyst breast"), necrobiosis lipoidica diabeticorum ("necrobiosis lipoidica diabeticorum"), hypoaesthesia ("hand numbness"), abdominal pain lower ("pain in lower stomach"), hormone level abnormal ("hormonal change"), adhesion ("adhesion"), arthropathy ("right hip rotation"), inflammation ("inflammation"), lacrimation increased ("teary eyes"), joint swelling ("swollen ankles"), musculoskeletal chest pain ("under right rib pain") and visual impairment ("lens increased in strength"). The patient was treated with surgery (on (B)(6) 2016 total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, diabetes mellitus inadequate control, vaginal haemorrhage, menorrhagia, rash, bladder disorder, urinary tract disorder, iron deficiency, anaemia, dysmenorrhoea, dyspareunia, fatigue, breast mass, breast cyst, vaginal infection, migraine, headache, depression, anxiety, necrobiosis lipoidica diabeticorum, endometriosis, adenomyosis, vaginal discharge, weight increased, hypoaesthesia, abdominal pain lower, hormone level abnormal, adhesion, arthropathy, gastric dilatation, inflammation, lacrimation increased and visual impairment outcome was unknown, the alopecia, peripheral swelling and musculoskeletal chest pain was resolving and the joint swelling had resolved. The reporter considered abdominal pain lower, adenomyosis, adhesion, alopecia, anaemia, anxiety, arthropathy, bladder disorder, breast cyst, breast mass, depression, diabetes mellitus inadequate control, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, gastric dilatation, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, inflammation, iron deficiency, joint swelling, lacrimation increased, menorrhagia, migraine, musculoskeletal chest pain, necrobiosis lipoidica diabeticorum, pelvic pain, peripheral swelling, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed that her tubes were blocked most recent follow-up information incorporated above includes: on 27-feb-2018: the event physical pain changed to pelvic pain,abnormal vaginal bleeding, menorrhagia, skin rashes, bladder problems, urinary problems, iron deficient, anemia, dysmenorrhea, dyspareunia, fatigue, hair loss, breast lump, cyst breast, vaginal infection, migraines, headaches, depression, anxiety, necrobiosis lipoidica diabeticorum, endometriosis, adenomyosis, vaginal discharge, weight gain, hand numbness, swelling legs and feet, pain in lower stomach, hormonal change, abnormal bleeding general, yeast infection, adhesion, right hip rotation, distended stomach, diabetes mellitus inadequate control, inflammation, teary eyes, swollen ankles, under right rib pain, lens increased in strength added from pfs and concurrent condition,concomitant medication,lot number added,reporter added,lab data added,event outcome added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/severe and persistent pain"), genital haemorrhage ("abnormal bleeding general"), diabetes mellitus inadequate control ("type 1 diabetic making hard to control due constant pain and inflammation") and bladder disorder ("bladder problems") in a 42-year-old female patient who had essure (batch no. 624098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, tennis elbow since 2014, barrett's oesophagus and carpal tunnel syndrome. Concomitant products included insulin degludec (tresiba), insulin glargine (lantus) since 1990, insulin lispro (humalog) since 1998, iron and nicotinic acid (niacin). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and fungal infection ("yeast infection"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and peripheral swelling ("swelling legs and feet"). In january 2014, the patient experienced iron deficiency ("iron deficient"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2014, 7 years 2 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced gastric dilatation ("stomach distended from unders ribs to lower abdomen"). In 2015, the patient experienced rash ("skin rashes"). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced diabetes mellitus inadequate control (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), breast mass ("breast lump"), breast cyst ("cyst breast"), necrobiosis lipoidica diabeticorum ("necrobiosis lipoidica diabeticorum"), hypoaesthesia ("hand numbness"), abdominal pain lower ("pain in lower stomach"), hormone level abnormal ("hormonal change"), adhesion ("adhesion"), arthropathy ("right hip rotation"), inflammation ("inflammation"), lacrimation increased ("teary eyes"), joint swelling ("swollen ankles"), musculoskeletal chest pain ("under right rib pain") and visual impairment ("lens increased in strength"). The patient was treated with surgery (on (B)(6) 2016 total laproscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, diabetes mellitus inadequate control, vaginal haemorrhage, menorrhagia, rash, bladder disorder, urinary tract disorder, iron deficiency, anaemia, dysmenorrhoea, dyspareunia, fatigue, breast mass, breast cyst, vaginal infection, migraine, headache, depression, anxiety, necrobiosis lipoidica diabeticorum, endometriosis, adenomyosis, vaginal discharge, weight increased, hypoaesthesia, abdominal pain lower, hormone level abnormal, adhesion, arthropathy, gastric dilatation, inflammation, lacrimation increased and visual impairment outcome was unknown, the alopecia, peripheral swelling and musculoskeletal chest pain was resolving and the joint swelling had resolved. The reporter considered abdominal pain lower, adenomyosis, adhesion, alopecia, anaemia, anxiety, arthropathy, bladder disorder, breast cyst, breast mass, depression, diabetes mellitus inadequate control, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, gastric dilatation, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, inflammation, iron deficiency, joint swelling, lacrimation increased, menorrhagia, migraine, musculoskeletal chest pain, necrobiosis lipoidica diabeticorum, pelvic pain, peripheral swelling, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed that her tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/severe and persistent pain"), genital haemorrhage ("abnormal bleeding general") and diabetes mellitus inadequate control ("type 1 diabetic making hard to control due constant pain and inflammation") in a 43-year-old female patient who had essure (batch no. 624098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineoplasty, burning sensation, itching and fibroids. On (B)(6)2009 hsg was done. Concurrent conditions included body mass index normal, tennis elbow since 2014, barrett's oesophagus, carpal tunnel syndrome and barrett's oesophagus. Concomitant products included insulin degludec (tresiba), insulin glargine (lantus) since 1990, insulin lispro (humalog) since 1998, iron and nicotinic acid (niacin). On (B)(6)2007, the patient had essure inserted. In (B)(6)2007, the patient experienced vaginal infection ("vaginal infection / infection (bladder/urinary tract/vaginal) - type: vaginal infection"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), hypoaesthesia ("hand numbness") and vulvovaginal mycotic infection ("yeast infection / infection (bladder/urinary tract/vaginal) - type: yeast infection"). In (B)(6) 2012, the patient experienced necrobiosis lipoidica diabeticorum ("necrobiosis lipoidica diabeticorum"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), 7 years 2 months after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). In (B)(6)2013, the patient experienced gastric dilatation ("stomach distended from unders ribs to lower abdomen / stomach distended"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diabetes mellitus inadequate control (seriousness criterion medically significant), rash ("skin rashes / allergic or hypersensitivity reaction - type: skin rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), iron deficiency ("iron deficient"), anaemia ("anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), breast mass ("breast lump/ hormonal changes - describe: lump in breast"), breast cyst ("cyst breast / hormonal changes - describe: cyst in breast"), migraine ("migraines"), headache ("headaches"), peripheral swelling ("swelling legs and feet"), abdominal pain lower ("pain in lower stomach"), adhesion ("adhesion"), arthropathy ("right hip rotation / hip rotation issue"), lacrimation increased ("teary eyes") and visual impairment ("lens increased in strength"). On (B)(6)2016, the patient experienced endometriosis ("endometriosis / reproductiv system disorder or condition - type of disorder or condition: endometriosis at left uterosacral ligament was fulgrated away from uterus and bowel") and adenomyosis ("adenomyosis / reproductiv system disorder or condition - type of disorder or condition: adenomyosis"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal change") and experienced inflammation ("inflammation"), joint swelling ("swollen ankles") and musculoskeletal chest pain ("under right rib pain"). The patient was treated with new glasses and surgery (on (B)(6)2016 total laproscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, diabetes mellitus inadequate control, vaginal haemorrhage, menorrhagia, rash, bladder disorder, urinary tract disorder, iron deficiency, anaemia, dysmenorrhoea, dyspareunia, fatigue, breast mass, breast cyst, migraine, headache, depression, anxiety, necrobiosis lipoidica diabeticorum, endometriosis, adenomyosis, vaginal discharge, weight increased, hypoaesthesia, abdominal pain lower, hormone level abnormal, vulvovaginal mycotic infection, adhesion, arthropathy, gastric dilatation, inflammation, lacrimation increased and visual impairment outcome was unknown, the alopecia, peripheral swelling and musculoskeletal chest pain was resolving and the vaginal infection and joint swelling had resolved. The reporter considered abdominal pain lower, adenomyosis, adhesion, alopecia, anaemia, anxiety, arthropathy, bladder disorder, breast cyst, breast mass, depression, diabetes mellitus inadequate control, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastric dilatation, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, inflammation, iron deficiency, joint swelling, lacrimation increased, menorrhagia, migraine, musculoskeletal chest pain, necrobiosis lipoidica diabeticorum, pelvic pain, peripheral swelling, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion (B)(6)2007 and (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: confirmed that her tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-apr-2019: pfs and mr were received: event onset date were updated. Event coding of yeast infection was updated as vaginal yeast infection. Event outcome of vaginal infection was updated. Medical history were added. Reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.